Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, the distal portion of the lead was returned in one piece for analysis. Final analysis found two external insulation abrasions exposing the outer coil located in the distal region, consistent with friction to another device or feature of the heart. No other anomalies were detected.

Event description:
This report is to advise of an event observed during analysis.